Event description:
A patient was implanted with a 3.5mm lcp anterolateral distal tibia pl 17 holes/right and screws on (B)(6) 2012 for a highly comminuted pilon fracture. The patient presented with non-union on an unknown date. On (B)(6) 2012 the patient was returned to the o.r. For removal of hardware and revision to a new plate, screws and autograft. This report is #12 of 15 for the same event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.